Event description:
It was reported that this pacemaker was suspected to exhibit noise on the right atrial (ra) channel. Technical services (ts) reviewed device data and didn't observe ra noise on this device. However, ts found that this pacemaker was undersensing the patient's atrial fibrillation (af). It was also noted there was some undersensing when the patient was in normal sinus rhythm. The patient reported feeling fatigued. Ts recommended reprogramming ra sensitivity. This pacemaker remains in service. No adverse patient effects were reported.